Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for an aneurysmal patent foramen ovale (pfo) closure procedure. During procedure, on deployment the left atrial (la) disc was bulbous. They did not resolve the issue so the device was explanted. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.